Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor power of the device was too low. It was noted that the engine was not running fast enough, due to lack of power, and there was traces of infiltrations on the motor, printed circuit board (pcb) seals, and joints. It was further determined that the device failed pretest for check the oscillation angle. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had a problem with rotation, and was heating up during use. It was reported that there was no delay in the procedure due to the event. It was reported that an identical spare device was available for use to complete the procedure successfully . There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.